Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was no in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and found the device has a defective speaker. The brt replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The device was operational after repairs were completed and the device was returned to the customer.